Event description:
Patient states that once she hits done from the cartridge menu, she gets to the screen with the medication volume and battery image but the screen says pump stopped. When she tries to go to cr menu or menu she does not get an option to start/stop delivery. Patient is aware she may be contacted by manufacturer. Pharmacy has reshipped replacement pump to arrive tomorrow to replace defective pump. Sn (B)(4). Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Dose or amount: 37 ng/kg/min. Frequency: continuous infusion. Route: sq. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.